Event description:
During preventative maintenance (pm) performed at zoll, the autopulse platform (s/n (B)(4) failed functional testing and displayed fault code 27 (encoder fault (> 3000 rpm)) upon powering up. No patient involvement.

Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (s/n (B)(4) failed functional testing and displayed fault code 27 (encoder fault (> 3000 rpm)) upon powering up. The root cause of the noted fault was the defective integrated encoder gearbox, likely due to the aging of the device. The autopulse platform was manufactured in january 2007 and is over 15 years old, well beyond its expected service life of 5 years. The defective integrated encoder gearbox was replaced to remedy fault code 27. There was no physical damage observed on the returned autopulse platform during the visual inspection. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).